Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/1297571. (B)(4). Other device used: catalog #unk, unknown zimmer harris/galante stem, lot #unk. The devices were not returned for review, therefore their conditions cannot be described. The device history records could not be reviewed as the item/lot numbers are unknown. The devices were used in treatment. The article states that the acetabular implant was revised in order to change its position for improved stability. Compatibility of the devices is unknown. A complaint history review could not be performed with the lack of identifying product information. With the information provided, the dislocations may have been influenced by the acetabular component being in a non-optimal orientation, however a definitive root cause cannot be stated.

Event description:
It is reported one patient was revised due to recurrent dislocation.